Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis, chest pain and death occurred. Vascular access was obtained via the femoral artery. A very tight more than 90% stenosed, 24mm in length, 3.00mm in diameter target lesion was located in the moderately tortuous and mildly calcified proximal to the mid left circumflex (lcx) artery. Prior to the procedure, the patient was given 325mg aspirin, 600mg clopidogrel and heparin. Pre-dilation was performed using a 2.25x12mm balloon catheter. Then a 3.00x28mm promus element drug-eluting stent was implanted to the lesion. However, after the stent was deployed, the patient was having a chest complaint and it was noted that there was an acute stent thrombosis in the artery. The patient was given thrombus heparin bolus. A thrombus aspiration was performed using a non-bsc aspiration catheter and did additional balloon dilation to treat thrombosis but the coronary flow was not restored and the patient died on the same day.